Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation, and images have not been provided. Based on the available information the investigation is inconclusive for the reported event. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding pta the nstruction for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding accessories the nstruction for use state: 'always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended.' Under materials required the nstruction for use state a 0.035" guidewire. In addition, the packaging labels/ pictograms indicated the use of 6f introducer and a 0.035" guidewire. Further, the nstruction for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system products are identified in d2 and g5. H10: d4 (expiry date: 07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure during the superficial femoral stenosis, the deployment handle allegedly broke off, it was further reported that the stent was stuck and only half was deployed and when the health care provider pulled out the device, the stent got extended and was difficult to remove. It was also reported that a weakened artery ruptured during the process. The procedure was completed using another device. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during a stent placement procedure during the superficial femoral stenosis, the deployment handle allegedly broke off, it was further reported that the stent was stuck and only half was deployed and when the health care provider pulled out the device, the stent got extended and was difficult to remove. It was also reported that a weakened artery ruptured during the process. The procedure was completed using another device. The current patient status is unknown.